Event description:
On (B)(6) 2014, cormatrix cardiovascular received user facility report # 3900270000-2014-8013 detailing an event involving the use of cormatrix ecm for cardiac tissue repair as indicated bellow. It was reported that the cormatrix ecm was used for a mitral valve leaflet augmentation procedure in (B)(6) 2013. The pt was later admitted to another hosp and taken to the operating room for severe mitral regurgitation. Dilation of the patch was noted. The patch was resected and resewn.

Manufacturer narrative:
The device was not returned for eval. Cormatrix has contacted risk mgmt as well as the implanting surgeon at the user facility to request add'l info regarding the implantation procedure. To date, no add'l info has been provided. Ref #: 3900270000-2014-8013.